Event description:
On 13/apr/2022, it was reported that this patient on peritoneal dialysis (pd) had an infection which caused the consistency of the pd effluent to effect being able to pass through the fresenius cassettes. There were no reported allegations that the peritonitis event was caused by an issue with fresenius products. An additional call, home program manager in the patient¿s associated clinic confirmed the patient was experiencing symptoms of thick cloudy pd effluent which was causing drain issues from the fresenius cassette. It was reported the clinic was not informed of the patient¿s symptoms. Subsequently, on (B)(6) 2022, the patient was hospitalized with fever. It was stated the patient had pd culture obtained in the hospital which was indicative of peritonitis (results not available). The patient was initiated on intra-peritoneal (ip) antibiotic treatment with vancomycin and ceftazidime (dose not provided) and on (B)(6) 2022 the patient was discharged from the hospital. The home program manager stated the patient is continuing pd treatments with the same fresenius cycler with fresenius cassettes without any further reported drain issues. The patient is recovering from the peritonitis, per the home program manager. It was confirmed the patient did not have any issues with fresenius device, or product in relation to the event. The home program manager stated the peritonitis was attributed to a breach in aseptic technique during the pd exchange and the patient received re-education on symptoms of peritonitis and roper infection control for pd therapy. Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Most cases of peritonitis are caused by a breach in aseptic technique by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the reported information, the patient¿s peritonitis can be attributed to a breach in aseptic technique during the pd exchange, as reported by the home program manager.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to the end user error in accordance to the complaint description. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.